Event description:
The customer reported that the system displayed a collimator iris potentiometer error message during a pt procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. A collimator and iris stop calibration were performed. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.